Event description:
The reporter states, that the customer was found unresponsive. While the customer was unresponsive, the customer was tested and her blood glucose result was 146mg/dl on the accu-chek inform meter. The paramedics were called and they tested the customer and obtained a "lo" (<10) blood glucose result on their professional meter and a 11mg/dl blood glucose result on the accu-chek inform meter. The "lo" (<10) and 11mg/dl were obtained within 10 minutes of each other. The paramedics treated the customer with an unknown treatment and transported her to the hospital. New meter sent and return requested.